Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was noticed to be hot, and the back of the device was melted. The device was not charging at the time the thermal event and damage was found. No impact to the blood glucose levels was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Unable to determine relationship to res (B)(4) due to no device identifier provided.